Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Unit was monitored and functioning properly. No unexpected insulin flow blocked alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call that customer were experiencing high blood glucose level. Blood glucose level at the time of the incident was 505 mg/dl. Customer stated insulin pump had insulin flow blocked alarm and they had tried all remedies. Customer was performed self test and it was passed. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.